Event description:
On 5/4/95 the ipp device was implanted. On 10/18/96 the pump was revised. On 7/31/97 the right cylinder and pump was removed from the pt and replaced due to only partially deflating.